Event description:
Reporter indicated a vns pt was experiencing heart palpitations and was to consult with a cardiologist. Vns generator replacement surgery is planned due to current generator end of service, but a surgery date has not been set. Attempts for further information are in progress.